Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced redness and drainage at the ipg site. The physician explanted the patient¿s system and cultured the wound site, although the results are not known at this time. The patient was not hospitalized, and the physician does not feel the infection is related to the scs system since the patient has a history of (B)(6) infections that most likely contributed to this event.